Manufacturer narrative:
Product analysis: the valve was received in its original packaging jar submerged in clear solution. The serial number tag was returned with the valve. Visual evaluation of the valve noted all the leaflets were in a closed position with a gap between the free margins. All leaflets were flexible and intact with signs of creases. Remnants of host tissue were present on all commissures; appeared intact. The frame showed no signs of damage. The valve skirt was found to be partially compressed with creases and frame imprints on the outer wrap. A tear was noted on the outer wrap of the valve skirt. An additional tear was observed on the tissue of the inner lumen. The valve was submerged in warm saline. A size 29mm inspection fixture was used to verify the frame size diameter of the returned valve. The inflow crowns appear to touch the inner diameter black limits. Updated data: d9, h3, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the diameter was measured at the annulus. Since the valve placement was not stable, the valve was changed to a new balloon expandable valve. The valve measured larger than a 29 mm valve, but the 34 mm valve was not prepped.

Manufacturer narrative:
Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, following initial deployment, the valve dislodged while attached to the delivery catheter system (dcs). The valve was recaptured and re-deployed several times; however, the valve continued to dislodge each time. Per the physician, there was concern that the valve would dislodge after a full release. The valve was recaptured a final time and withdrawn from the patient. Following withdrawal, the valve frame appeared visually thinner than expected. The valve was rinsed with warm saline and expanded. The diameter was measured using a caliper and it was confirmed to be smaller than the usual size. A new, non-medtronic valve was implanted in the patient. No adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID l-evolutfx-2329 (lot: 0012180468); product type: 0195-heart valves; implant date ; explant date product ID d-evolutfx-2329 (0012196170); product type: 0195-heart valves; implant date ; explant date. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. D9. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, following initial deployment, the valve dislodged while attached to the delivery catheter system (dcs). The valve was recaptured and re-deployed several times; however, the valve continued to dislodge each time. Per the physician, there was concern that the valve would dislodge after a full release. The valve was recaptured a final time and withdrawn from the patient. Following withdrawal, the valve frame appeared visually thinner than expected. The valve was rinsed with warm saline and expanded. The diameter was measured using a caliper and it was confirmed to be smaller than the usual size. A new, non-medtronic valve was implanted in the patient. No adverse patient effects were reported. Additional information was received that the patient's anatomy measured borderline between a 29 mm and 34 mm valve. The deployment starting point was at the bottom of the pigtail catheter at a depth of 3 mm on the non-coronary cusp (ncc) and 5 mm on the left coronary cusp (lcc). After the dislodgement towards the ventricle, the depth was 10 mm on both the ncc and lcc.